Manufacturer narrative:
T:slim user guise states: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge notification occurred. Blood glucose (bg) level was 600 mg/dl due to being unable to wear the pump due to the alarm and not reverting to manual injections for back up therapy. Manual injections were administered to address bg level. The customer successfully completed the load the process resolving the cartridge notification.